Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, via the right femoral artery, a pse udoaneurysm was identified. The minimum diameter of the access vessel was 5.0 mm. The patient¿s blood pressure began to gradually decrease. Intravenous therapy (IV) fluids were given but hypotension remained. The hemoglobin dropped from 13.3 grams per deciliter (g/dl) pre-procedure to 10.2 g/dl and medication was administered. There was no visible bleeding. The patient returned to the catheterization laboratory and a stent was placed in the right saphenous femoral artery. Following the stent procedure, lower back pain and abdominal pain presented. Hypotension and a hemoglobin of 8.9 g/dl was observed. Two units of packed red blood cells were transfused. Abdominal distention and difficulty breathing occurred. A computed tomography (CT) identified a large retroperitoneal hematoma without extravasation. Intravenous medication then also provided as result of the retroperitoneal hematoma. A chest x-ray indicated hypo-inflated lungs with left basilar atelectasis. These events were reported as procedural related but not related to the delivery catheter system (dcs). The retroperitoneal hematoma was considered resolved approximately 7 months later. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evprop2329us; product lot/serial number (B)(6); product type: loading system; implant date n/a; explant date n/a product ID evproplus-26us; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2022; explant date n/a product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: the delivery catheter system (dcs) was not returned for analysis and no procedural images were provided for review. Vascular complications, such as bleeding, pseudoaneurysm and hematoma, are known potential adverse patient effects per the evolut pro plus system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the information available, an assignable root cause of the vascular complications could not be determined and a relationship to the dcs could not be established. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. In this case, a conclusive cause could not be determined from the information available. There was no information to suggest that a device malfunction or a failure to meet manufacturing specifications were related to these events. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. This report was submitted as part of a retrospective review and remediation per d00916038. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the day following the valve implant procedure, the computed tomography (CT) performed to evaluate the retroperitoneal hematoma had also identified a small left pleural effusion and a small to moderate right pleural effusion. The cause was not reported. No treatment reported. No patient symptoms reported as result of the effusions.

Manufacturer narrative:
Updated data: b5, h6 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.